Event description:
It was reported that the customer's insulin pump alarmed motor error during the bolus delivery. The blood glucose reading was 543mg/dl. Troubleshooting was performed. The mother stated that the device was not exposed to a high magnetic field. Assisted the caller to run a displacement test and passed. The mother also mentioned having an alarm during the prime/rewind process. Reviewed the alarm history and found multiple alarms. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.